Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip on top of the broach was sheared off during surgery. The broach was removed after having to make a window in the medial cortex and the surgeon used an osteotome to push up the broach. A surgical delay of 30 minutes or so was noted. The post on the broach was severed off and left in the patient. A window was made in the lateral cortex of the femur to help aid in removing the broach.